Event description:
It was reported to nova biomedical that a consumer received a result of 486 mg/dl on their blood glucose meter. The consumer administered 16.9 units of insulin based on the reading. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, the consumer admitted that he does not run regular control solution tests on his test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.